Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was high and lasted for three to four hours. The patient received treatment with insulin, and the event resolved. No further information available.